Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95% stenosis degree) in a moderately tortuous segment of the ostial lcx. The device was unable to pass a severely calcified lesion and then started to deform.